Event description:
Patient reports via legal of device failure. Patient alleges electrodes which remain build up electricity in copper wire. Electrical charges through microwave and television discharges into their spine and knocks patient to their knees. No report of device explantation. A follow-up report will be sent when additional information is received.